Event description:
It was reported that this event occurred in the PICC room. As the dilator was being inserted, the peel-away sheath broke prematurely. As a result, the device was removed. A new kit was opened and the device was placed successfully. There was no reported delay in treatment. There was no reported pt injury, complications, or death.

Manufacturer narrative:
(B)(4).